Event description:
Reported hemolysis of red blood cells during an amicus apheresis procedure. At 4514 ml whole blood processed, red blood cells were noticed in the platelet poor plasma bag. The customer stated that hemolysis was confirmed, but the test method is unk. The donor was not reinfused. There were no alarms during theprocedure. The customer reported that upon opening the centrifuge the centrifuge pack was raised above the spool. The donor was contacted by the customer and no discolored urine was experienced. No donor injuries reported.

Manufacturer narrative:
Initial inspection of the instrument and a review of pertinent manufacturing records for the disposable reviewed no issues that might have contributed to the reported malfunction.